Event description:
It was reported by service report that the pt left side rail would not latch in the raised position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Pivot block.